Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
The patient complained pain and it was confirmed that the aml plus stem (p/n: unknown) was broken at the neck part during x-ray. Patient mentioned that she had not fallen down however it could not be denied that the stem neck was broken due to fall because the patient has dementia. Thus, the removal surgery was performed by explanting the stem (p/n: 134521000). It could not be removed the stem in normal procedure, so the surgeon managed to remove the stem by using eto. The patient right hip joint was fixed with the cable ready (manufactured by zimmer). It was confirmed that bone defect in femur was prominent, so the revision surgery was planned to be performed as soon as it was confirmed synostosis (date of revision surgery was not fixed yet). There was progression of central migration of the bipolar cup because it was a surgical procedure to ream the acetabulum despite bha, the proliferation of the synovial membrane by osteolysis due to using old polyethylene product hindered the original movement of the bipolar cup. The surgeon commented it would be the cause of breakage that those stress concentrated on the stem neck.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative: added: (lot) and concomitant medical products. Corrected: device evaluated by MFR. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot = null. Device history batch = null. Device history review = null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.